Manufacturer narrative:
Correction: the initial MDR submitted on june 14, 2024 was filed inadvertently. No device malfunction or serious injury has occurred. There being a "natural" progression of the hearing loss that results in the osia no longer meeting the recipient's hearing requirement. This is considered the initial implantation of the ci device and therefore not reportable.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 14, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to performance decline with the device. The patient was reimplanted with another cochlear device during the same surgery.